Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal sheath kinked while attempting to insert into the patient. The procedure being performed prior to the use of the angio-seal device was a left heart catheterization (lhc). A groin shot was taken before insertion of device. There was no patient injury/medical or surgical intervention required. The procedure was completed successfully as manual pressure was then held. The patient was in stable condition. There were no other devices or equipment used with the reported product.